Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose was 9.2 mmol/l. Customer was advised to push out insulin with the plunger but insulin did not come out. Customer stated there was resistance and when the customer connected the new set with the original reservoir, insulin did not come out. Customer stated that when they connected the new set with a new reservoir, there was no resistance and insulin came out. Customer did fill cannula of 5.0 units and did not receive any alarm. Customer was advised to return the reservoir.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed the pre-fill reservoir test. The transfer guard was occluded. Also inspected the snap cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.